Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test even after a battery change. The customer's blood glucose was 172 mg/dl. While troubleshooting, the customer confirmed that the battery compartment and spring were neither damaged nor corroded. The customer did not receive another failed battery test alarm while troubleshooting. The customer was advised to monitor the insulin pump and that a replacement battery cap would be sent. The customer confirmed that they were able to use the insulin pump as it should. The customer declined troubleshooting for high blood glucose.